Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported false downstream occlusion alarms was reproduced during evaluation. A review of the event history log identified downstream occlusion alarms but it cannot be determined if the alarms were true or false. The cause was determined to be the downstream sensor being out of specification. The downstream sensor were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.